Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead resulting in inappropriate high ventricular rate episodes. No changes or intervention was reported. There were no patient consequences.